Event description:
A report was received that the stimulation was causing pain in the thoracic area. It was stated that the pain was caused by high impedances. The patient will undergo a revision.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #:(B)(4), description:infinion splitter 2x8 kit (30 cm) additional information was received that the patient underwent a revision procedure wherein the leads and lead splitters were explanted, and new leads were implanted. The reason for the revision was due to high impedances which resulted in unusable contacts that were needed. The physician believed device malfunction was from the leads connection to the lead splitter. The patient was reportedly doing well postoperatively. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the stimulation was causing pain in the thoracic area. It was stated that the pain was caused by high impedances. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.